Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an iliac stenting procedure using a 6f sheath. Reportedly, there was resistance during insertion of the device. It was very hard to advance the prostyle into the patient groin. Uncommon resistance was felt during device advancement. The device was not deployed. The prostyle guide separated from the sheath. A snare was used to retrieve the separated piece without success. The patient was sent to surgery with general anesthesia where the piece was removed and the access site surgically closed. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed as a sheath separation. Difficult to insert, difficult to advance and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was advanced against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.